Event description:
The patient experienced intermittent stimulation and a loss of therapeutic effect. She stated that the device has not been working for a year. It was also stated that the patient "hurt her foot really bad". Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).